Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the ipg was unable to communicate with external devices. Recharging had began to take longer and longer until the ipg would no longer hold a charge. The ipg was deemed inoperable. As result, the ipg was explanted and replaced resolving the issue.